Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had bearing damage and heat. Therefore, the reported condition that the device was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the attachment device had bearing damage, the labeling was damaged, a cutter could not be inserted, heat, and vibration. It was further determined that the device failed pretest for labeling assessment, visual assessment, cutter insertion, vibration assessment, and temperature assessment. It was noted in the service order that the device had bearing damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.